Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a sensation plus 40cc was in use when a leak occurred in the iab. Blood flecks were seen in tubing. The iab pump was put on standby in order for the physician to remove the iab. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The sheath was covering over half of the membrane. The extracorporeal tubing and sensor cable was cut from the iab and not returned for evaluation. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter and y-fitting was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.025m in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a sensation plus 40cc was in use when a leak occurred in the iab. Blood flecks were seen in tubing. The iab pump was put on standby in order for the physician to remove the iab. Additional information: the patient had right femoral arterial access, left heart catheterization, selective left and right coronary arteriogram, percutaneous transluminal coronary angioplasty (pcta) of the posterior left ventricular (plv) branch of the right coronary artery. The indications for use included: inferior st-elevation myocardial infarction (stemi) occlusion of the posterior left ventricular branch of the right coronary artery, chronic total occlusion of the left anterior descending artery being fed from collaterals from the right coronary artery and cardiogenic shock. During interruption of service, symptoms were managed in the ICU by the cardiologist and critical care md, lab work and xray obtained. Defective balloon was removed in the cath lab and replace with a new one and patient eventually was placed on continuous renal replacement therapy. Patient expired on (B)(6) 2017 however the death was not attributed to the device by the facility.